Event description:
Despite what was initially reported, the sample was not available for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: the sample was not available for evaluation. The performance of the gas exchange is influenced by application parameters like anticoagulation, blood flow, and sweep gas flow. Because the cause may have been patient induced, it is highly unlikely to detect a failure in a retention sample. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was conducted. No non-conformities were observed during the manufacturing process. Additionally, there were no quality events related to the failure pattern at hand.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported suboptimal oxygenation levels during the use of an xlung kit 230 while a patient was on venovenus (vv) extracorporeal membrane oxygenation (ECMO) support. The post-oxygenator po2 was checked on three separate occasions within the first hour of ECMO support, and it remained low. The ECMO support team suspected the oxygenator was not working effectively and they decided to change the kit. The po2 immediately improved after the kit was changed. At the time of the reporting, the patient was still on support. The kit change resulted in approximately 200 ml (or less) of blood loss. There was no medical intervention required due to the events. The sample was reported to be available for evaluation.

Manufacturer narrative:
Plant investigation: since blood gas values pre-oxygenator are unknown, an evaluation of the oxygenator performance cannot be made. A definitive conclusion regarding the reported issue could not be reached and a cause could not be confirmed.

Event description:
A follow-up report received from the manufacturer stated there was approximately 500 ml of blood loss (previously reported as 200 ml).